Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch # u5e89g. Component code: mechanical ((B)(4)). The following information was requested, but not available: did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Could you please provide a picture (if available) could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the sr75 reload was received unfired, with the swing tab in the unlocked position and with both gripping surfaces broken off making the reload nonfunctionally. No functional testing was performed due to the condition of the reload. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related an improper use of the device. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the product presents rupture in one of the parts of the piece. Product: sr75. Batch: u40p4f.